Event description:
When clamping the clip in the branches of the applier the clip breaks into several pieces.

Manufacturer narrative:
Qn#(B)(4). The customer returned three representative cartridges of 544230 hemolok ml clips 6/cart 84/box for investigation. The actual sample was not returned. The representative samples were returned closed in their original packaging. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed. Functional inspection was performed on all three of the representative cartridges. A lab inventory clip applier was used. All 18 clips returned were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were only representative samples that were returned. No functional issues were found with the returned clips. The reported complaint of "broken clip - multiple locations" could not be confirmed since the actual sample was not returned. Three representative cartridges were returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no defects were observed as all 18 clips could be loaded into the jaws of a lab inventory applier and closed onto surgical tubing. The probable root cause of this issue could not be determined without the actual sample. No further action will be taken.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73c2000156 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When clamping the clip in the branches of the applier the clip breaks into several pieces.